Event description:
In 2005 customer reported an incident where the patient has been diagnosed with hemolysis after using an exceltra 170 dialyzer on a cobe c3 hemodialysis machine, gambro bloodines, and medisystems single fistula needle with mastergard distributed by baxter. There were no alarms noticed during the treatment. This incident occurred at the facility. Pre-dialysis blood pressure was 171/64. Treatment started at 10:39. This patient has an allergy to heparin and therefore the dialysate is citrasate. Treatment was discontinued 44 minutes early with note "complications during treatment. Patient discharged by stretcher." The patient was sent to hospital. The dialyzer rinsed back clear. Post hemodialysis the access site would not clot; gi bleed. The patient was given 5,000 units thrombin in the dialysis unit at 2:05 pm. The patient required one unit transfusion at the hospital. The family elected to take the patient off of hemodialysis and the patient died the next day. The staff indicated that a previous written report indicated symptoms of nausea and abdominal pain. Their treatment record previous to the event showed blood pressures that fluctuated up and down throughout the treatment from 97/71 mid-treatment to a high of 156/55 at the start of that treatment. Previous treatment ran an arterial pressure of -227 with a 450 blood flow and the venous pressure averaged 231.